Event description:
It was reported that the customer is experiencing high bgs for 6 days since changing infusion site. There was blood reported on the cannula when removed by the customer.

Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available, a supplemental report will be submitted.